Event description:
It was reported that this right atrial lead got dislodged as confirmed through x-ray. A replacement procedure could not be performed as the physician was unable to introduce another lead in the vascular system. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.